Manufacturer narrative:
H6 device codes updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. During insertion it was mentioned that the guidewire got stuck and can not be pulled out and can not withdraw. Thus the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. During insertion, it was mentioned that the guidewire got stuck and cannot be pulled out and cannot withdraw. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.